Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4). Implanted: (B)(6) 2008. Product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (220mcgs) via intrathecal infusion pump for intractable spasticity. It was reported the patient had an MRI done and since then had problems off and on and that they felt ¿weird¿. The patient wondered if the catheter had become dislodged under their left arm in the morning of this report. The patient wanted to know how to confirm that the catheter was still attached. It was advised the patient to follow up with their healthcare professional (hcp). The patient stated they talked to the hcp till they were ¿blue in the face¿. It was stated the hcp had checked the pump several times in the past (confirmed to be normal management of the pump) and confirmed it was running. It was stated the patient felt like the pump was ¿pumping fluid¿ into them. The patient inquired about having a company rep check their pump, and noted they were going to the hcp today to have steroids injected for their multiple sclerosis. The patient was redirected to the hcp.